Event description:
Pt was admitted for a retained hip screw which was painful in the left hip. When the surgeon removed screw, he noted that it was difficult to get the plate off of the lag screw. It was noted that the lag screw had rust on it. The surgeon noted the metal does not appear to look as it should and requests device be returned to the sales representative. The implants were scrubbed and autoclaved so that they could be returned.